Event description:
The complainant alleged that during a routine shift check by a clinician the device displayed a "status 66" and "cannot dump" message. The devcie also would not charge. The complainant indicated there was no pt involvement with this reported malfunction.